Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered three bursts of anti-tachycardia pacing (atp) and a two electric shocks. Technical services (ts) reviewed the episode data and noted that the therapy appeared to be delivered due to a conducted atrial arrhythmia. Device reprogramming options were discussed. This device remains in service. No additional adverse patient effects were reported.